Event description:
It was reported that upon deployment of a vena cava filter, the filter migrated to the renal veins and became tilted, and the filter did not completely expand. The filter was retrieved percutaneously with forceps. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.